Manufacturer narrative:
Results: there was no visible damage to the exterior of the handle. The nosecone of the handle was removed, and a fractured pusher assembly was found lodged inside with shaved material on the inner side of the nose cone hole. The handle was opened, and pieces of the pet lock heat shrink tubing were present inside the handle body. During functional testing, the handle was actuated and no audible clicking sound was observed. The nosecone to the handle was removed by the penumbra investigator and a piece of fractured pusher assembly was inside the handle. The fractured pusher assembly was removed from the handle nosecone and the audible clicking sound was heard when actuated. The handle was attempted to be functionally tested on the handle fixture (an-3277, fx-2817) for pull force and throw distance. However, the nosecone hole was damaged, and the handle did not seat properly on the handle fixture. Therefore, the handle could not be functionally tested. A 0.020¿ pin gauge was able to pass through the nosecone hole. Conclusions: evaluation of the returned handle revealed a damaged device. The inner diameter (ID) of the nose cone was larger than specification. If a pusher assembly is forcefully seated inside the nose cone, it may bore the ID of the nose cone hole open. This is further supported by the shaved material on the inner side of the nose cone hole. This damage likely prevented the handle from seating properly, contributing to the reported failure to detach. Further evaluation revealed the proximal end of a pusher assembly was fractured and stuck inside the handle. If the pusher assembly was forcefully seated into the nosecone of the handle, the pusher assembly may become kinked and may fracture if further manipulated. The fractured pusher assembly was removed and the audible clicking sound was heard when the handle was actuated. The fractured pusher assembly stuck inside the handle likely contributed to the reported lack of noise when actuating the handle. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00806.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician reported that the first ruby coil would not detach in the target vessel using the handle. It was also reported that there was no audible "click" sound when attempting to detach with the handle. The handle was therefore removed and another handle was used to detach the same ruby coil and complete the procedure. There was no report of an adverse effect to the patient.